Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, used clips did not hold and they damaged the tissue. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the damage to the tissue? Cystic duct was about to be damaged. What caused the tissue to be damaged? Minimal amount of leakage occurred. How was the tissue repaired? Clip applied to the point where leakage happened. Did the damage to the tissue altar the procedure? No. What is the patients current condition? The patient is currently doing fine. What was the shape of the clip? N/a. Did the clip fall into the patient? Yes. How was the clip retrieved? The clip was retrieved with hand instruments. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 7 clips as intended finally the instrument locked out. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photo and video evidence, the event description can be confirmed. If the jaws are clamped over a hard object such as another clip or clip leg the jaws can become misaligned or yielded either temporarily or permanently, causing a malformed clip and possible a clip loading issue. The likely cause of the clip formation issue is that the jaws were clamped over an existing clip or the application for forces on the jaws or clips during the firing/loading stroke.